Event description:
Pump reported to overinfuse morphine to an elderly pt. The pt exhibited symptoms consistent with decreased respiratory rate. The pt was successfully managed with the administration of narcan to counter the effect of the overinfusion. Subsequent to this event the syringe was found to be cracked and leaking from being dropped by the hospital nursing staff. The staff alleges that air was allowed into the closed system and may have contributed to the event.